Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor does not work. Upon functional testing, fse found the monitor video signal cable was partly detached from the monitor back connector and video cable has bad connection. To resolve this issue, fse checked if the video cable connector is damaged or not, attached it back to the monitor and fixed the connector. After repair, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the monitor does not work. It is unknown if the device was in clinical use. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. The investigation is ongoing. A follow up report will be submitted when further information is received.